Manufacturer narrative:
No contact information was provided for the initial reporter. Therefore, additional event, product and/or patient details are not attainable. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, via nbir "suspected/actual rupture/deflation". This record is for a left side. Device was explanted.